Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged, which resulted in loss of capture (loc). Attempts were made to reposition the lv lead during a replacement procedure of the associated pg due to normal battery depletion. The lv lead could not successfully be repositioned, so the decision was made to explant this lead. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead was discarded at the hospital, so will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.